Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false high creatinine (cre) result of 9.5mg/dl generated by the synchron lx20 pro analyzer. The result was questioned by the physician. A re-draw sample was tested on a different instrument and a lower result of 1.0mg/dl was obtained. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
Qc run before and after the event was within the lab's established ranges. A field service engineer (fse) went on-site and replaced some hardware and serviced the instrument. Calibration and qc performed passed.